Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy and resulted in an excess fluid removal. The fluid volume was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: the as reported problem code has been updated from ultrafiltration reverse to ultrafiltration high. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter qualified technician. During inspection of the machine, the ultrafiltration (uf) cell was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the uf cell failure which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.